Event description:
The customer called from the emergency room to report that they accidentally gave themself of an over-infusion of insulin. They are a new pump user. Customer was treated with IV of dextrose. The customer stated that they ran out of insulin at work and emptied a full reservoir of insulin while connected. They did not recall giving self a manual prime or bolus. The bolus/prime history was correct, however, the alarm history showed different alarms. Assistance was given to reset the time, date, and basal rate. Also the nurse stated when customer was teaching a class, an alarm was heard but they did not remember pressing on the pump. The pump ended up in the rewind mode. Customer did not know what to do and rewound the pump while they were connected.